Manufacturer narrative:
Additional information: concomitant medical products.

Manufacturer narrative:
It was reported that the plate was broken. The affected peri-loc vlp 3.5mm locking plate was returned and evaluated. A lab analysis conducted during this investigation indicated that the returned device was examined visually using a macroscope, sem and edxa methods. From the analysis it was concluded that the plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that x-rays provided indicate a non-union 2 months later of the ulnar fracture repair. Based on the provided information, the future impact to the patient beyond the revision cannot be determined. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a radio plate was broken for the patient. It is unknown if a revision surgery was performed due to this incident.